Event description:
A report was received that a patient in another country, developed fusarium keratitis, a corneal ulcer and experienced pain while using renu with moistureloc multi-purpose solution. She purchased 3 bottles of product in 2006, and developed the infection toward the end of the first bottle. She visited her ophthalmologist and continued using the product. With continuation of her condition she was referred to a hospital where the causative agent was identified. The reporter did not specify the causative agent. She discontinued the product and began using regular glasses instead of contact lenses. Although requested, no further information was provided.

Manufacturer narrative:
Bausch & lomb initiate an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link, but in th meantime, we are making the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.